Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. Part numbers 333-0919-01 rear module panel, 670-0982-04 pcba cpu with mpc 860 and sdra were used to replace the non-functioning ECG components. The repaired unit passed all functional tests and was returned to the customer. Lack of a consistent ECG trace was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
Spacelabs has launched an investigation into this issue and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received command module model 91496 for service repair with customer complaint of "ECG keeps going on and off". The customer removed the product from service on (B)(6) 2015. No injury was reported.